Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to report#: 2183959-2012-00203. The pt was implanted with an ams monarc sling on (B)(6) 2006. It was reported that the pt experienced physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.